Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up feeling unwell. Customer stated that she performed fixed prime and no insulin was exiting. Customer's blood glucose reading at the time of the incident was 500 mg/dl and has treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Small air bubbles were noted along the tubing length. Through troubleshooting customer was able to get the insulin to exit the quick release; however customer noticed more air bubbles. Customer was advised to monitor the insulin pump and no product is being returned for analysis.